Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on 8015 unit get error code 800-8000 which is a software fault error the software is corrupt. Will need to re-flash software on unit if flash fails then you have a bad logic board. Will need to be replace try to walk customer through steps to flash the unit but his firm ware file he has load is not correct version explain to customer what he will have to do on get the correct files load customer will wait on his coworker he may know when the poc software is to load the correct file. Let customer know please call back if need. (B)(4).